Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system programmer showed the patient's scs ipg only had six months left of service. Surgical intervention may be taken as the next course of action.

Event description:
Additional information received identified the patient's scs ipg was replaced with a different model. Stimulation therapy was reportedly restored postoperatively.